Event description:
A company representative reported that a health professional at a user facility had indicated to him that their acuity central station system had become unreliable. No pt harm was associated with the report, and no pt-related info was made available.

Manufacturer narrative:
The device (central processing unit for acuity system) was not returned for eval. The cpu is a commercial off-the-shelf item that is not made by welch allyn. The customer's cpu is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment because it can no longer be repaired. The customer obtained a newer cpu.